Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier(B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 219 mg/dl on guide meter and 96 mg/dl on aviva expert meter. Patient is using eight different vials of guide test strips (including (B)(4)) and is not able to tell from which vial he obtained the test strip for the measurement.